Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that one day post implant during a system review, high out of range pacing impedance, high thresholds and loss of sensing were exhibited. The physician suspected the lead was damaged. During surgical intervention, the lead was replaced in absence of any adverse effects. The explanted product is intended to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that one day post implant during a system review, high out of range pacing impedance, high thresholds and loss of sensing were exhibited. The physician suspected the lead was damaged. During surgical intervention, the lead was replaced in absence of any adverse effects. The explanted product was later returned for laboratory analysis.